Manufacturer narrative:
The reported event for inoperable ipg was confirmed. As received, the ipg was inoperable due to a depleted battery due to the patient not charging the ipg battery. Per event details, the patient could not communicate with the ipg and patient programmer was showing the message: "ipg not found". After the battery was recovered, the ipg communicated, was fully charged, and was functionally tested to manufacturing specifications using the auto tester and passed all testing.

Event description:
It was reported that the patient did not charge their ipg as recommended and the ipg became unable to communicate with external devices. Surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The date of event is estimated. E1- initial reported phone number: (B)(6).